Manufacturer narrative:
The correct date received by MFR on the initial report is 01/31/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a lensectomy procedure, in the left eye, the patient's sclera was burned. The customer indicated it was either due to the fragmatome handpiece overheating or possibly due to settings. The customer adjusted the settings on the system to see if that would resolve the issue. The case was completed without further incident. The patient is reported as doing well and without out any permanent issues. In a follow up, the customer reported the fragmatome hand piece changed during the case. Assessed settings and adjusted. In checking the fragmatome setting on the system, after the case, it looks like the setting default was set to 5 for pulse, but it was turned off. The surgeon stated he felt the setting should have been set to ¿on¿ and setting to 8 for pulse.

Manufacturer narrative:
The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. A service request (sr) was opened on january 31, 2019. However, it was later cancelled by the customer as the system was used multiple times without any issues after this reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fragmentation handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and found to meet product specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The fragmentation handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).